Event description:
It was reported during a surgical procedure on (B)(6) 2021 (manufacturer report number 1627487-2021-02134) the physician damaged the right extension. Surgical intervention took place wherein the extension was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.